Event description:
Account alleged that the bed will still move when the brake is applied. Account stated that he was not aware of any injuries. Account alleged that pts were in the bed, and the bed was being used in a nursing home style room. Account didn't have the s/n of the bed.

Manufacturer narrative:
Account said that he had tried adjusting, but the alleged problem remained. Account believes that the brakes are not holding, due to the beds not having a steering system. This does not have any affect on the bed's ability to be put or stay into brake. Account stated that he will not be repairing the bed.